Manufacturer narrative:
The calibration recovery was acceptable. The qc recovery was acceptable and does not indicate a reagent or instrument performance issue. The alarm trace does not contain an issue. There were no further issues after the system reagent bottles were replaced. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they have been having ongoing issues with bubbles in the system reagent lines of the cobas 6000 e 601 module and have had frequent issues as a result. One patient sample had an erroneous result for elecsys cortisol ii. The sample initially resulted with a cortisol value of 53.7 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second e 601 analyzer, resulting as 13.2 mg/dl. The repeat result was believed to be correct and an amended report was issued. No adverse events were alleged to have occurred with the patient. The cortisol reagent lot number was 312474. The reagent expiration date was asked for, but not provided. The field service engineer determined that a system reagent alarm occurred and at that time, the reagent bottles should have been replaced by the customer. The customer replaced the system reagent bottles and controls recovered within the customer's specifications.